Manufacturer narrative:
The product was returned to zoll medical canada. The customer's report was duplicated and attributed to faulty onestep electrode pads. The pads were scrapped and a warranty replacement was sent. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.